Manufacturer narrative:
Concomitant medical product: dtbb1d1 crt-d, implanted: (B)(6) 2016, 693565 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for a supra ventricular tachycardia (svt) episode detected as ventricular tachycardia (vt) due to the right atrial (ra) lead undersensing p-waves and disrupting discriminators. The ra lead is still in use. No further patient complications have been reported as a result of this event.